Event description:
Product analysis of the vns computer and flashcard was completed. No anomalies were identified with the flashcard and the flashcard software and databases performed per specifications. During the computer analysis it was identified that the backup battery cover was loose and unable to secure the backup battery in the handheld. The cause for the anomaly is associated with a damaged backup battery cover. Once the cover was replaced with a known good cover, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns dell x5 computer had a battery door which would not stay locked and would fall off. The computer and flashcard have been returned and are pending analysis.